Event description:
Coiling treatment of an aneurysm. It was reported the proximal end of the pusher assembly was stuck inside the instant detacher during coil deployment. The physician was able to detach the coil via manual method (which is an alternative detachment method in the IFU). No patient injury reported.

Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. The proximal end of the pusher assembly was found stuck inside the instant detacher due to a bend. (B)(4).